Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was readmitted for a gastrointestinal bleed on (B)(6) 2023. The patient presented on (B)(6) 2023 with symptoms of melena and anemia. The patient was treated with a one-unit blood transfusion (1 unit packed red blood cells) (prbcs) and subsequently the melena and anemia symptoms resolved. The patient was discharged on octreotide on (B)(6) 2023. No additional diagnostic testing was performed as the patient had a history of gastrointestinal bleed presentation.